Event description:
It was reported that the patient presented for follow-up with episodes of inappropriate automatic mode switch caused over-sensed noise exhibited by the right atrial lead. The lead was explanted and replaced. There were no patient consequences.